Event description:
Customer reported experiencing a event of low blood glucose. Lowest level recorded was 42 mg/dl. Cause was not known. Customer consumed carbohydrates to address it. Technical support recommended that the customer consult with a healthcare professional to discuss potential causes for the blood glucose fluctuations, and the customer acknowledged this advice.